Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in receiving we found this part with a chunk broken off, please contact rep for more info.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use (nicked, gouged, surface scratches). The product is fractured with the fractured off, piece not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. Complaint is confirmed.. The device has a potential field age of 7 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event.